Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. The result of our investigation was consistent with the customer's description of failure. Varying-colored images (purple/green) were detected during investigation. By disassembling the device and testing the components individually, olympus was able to trace the image error back to the cable unit. The pink image is caused by the r-unit. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
The customer notified olympus that during preparation for use the device image became pink with a green frame immediately when the scope was connected to the tower. The scope was exchanged resulting in a minor delay. The hernia repair procedure was completed successfully with the new scope without patient harm or significant delay of the procedure.

Manufacturer narrative:
The device is expected to return for inspection, but has not yet been received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.